Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were low and jumpy. The motor, bearings, and various other parts required replacement; however, the repair was not completed because the customer declined the work. The device was returned unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The device was sent in for preventative maintenance (pm) originally and found to be needing repair, follow-up will not be conducted as there was no alleged event or malfunction reported for this device when it was sent in for maintenance. After evaluation of the returned device, it was determined that the device had inconsistent speed.